Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 179, and 141 mg/dl. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported. Note: the customer stated that their strips had some discoloration and/or marks. New strips were sent to the customer.